Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly.

Event description:
It was reported that the customer accidentally jumped in the pool while wearing the insulin pump, and moisture underneath the display was observed. No further info was provided.